Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03233. Additional information received identified the scs leads were explanted and replaced with a different model. It was also reported the patient has good stimulation and is happy following the procedure.

Event description:
Device 1 of 2 reference MFR. Report:1627487-2015-03233. It was reported the patient experienced unintended stimulation in her side. An sjm representative was initially able to resolve the issue with reprogramming. However, the issue recurred as the patient's stimulation changed, she experienced a jolting sensation, pain in her upper back and uncomfortable rib stimulation. X-rays revealed the scs leads had migrated and a possible kink in one of the leads. An sjm representative was unable to resolve the issues with reprogramming. Surgical intervention may be taken at a later date to address the issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.